Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapient 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted pulmonic stent is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the exact cause of the embolization is unknown, as there are no recommendations for image intensifier angle (iia), coaxial alignment of the valve and delivery system in a pulmonic stent. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
A 29mm sapien 3 was placed in the pulmonic valve, inside a palmaz stent, and subsequently embolized proximally towards the tricuspid valve. The patient had to go to surgery to have it surgically removed and a surgical valve implanted.inflation was held for over 3 seconds. The patient is doing great post-operative and recovering nicely after the sapien was removed and an edwards surgical valve has been implanted.